Event description:
Patient presented to an outlying facility with complaints of unstable angina and underwent cardiac cathterization secondary to acute coronary syndrome. Intra-aortic balloon pump (iabp) passed at that time to support the hemodynamics. Patient was transferred to this facility for surgical revascularization. While patient was waiting for surgery the iabp alarmed that it was unable to autofill. Nurse turned the iabp off and restarted. The iabp then autofilled. Surgery team came to pick up patient for surgery and made aware. No untoward patient effects.